Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. It is also unknown if the death was device related. No further details were provided.

Event description:
Boston scientific crm received information that during the implant procedure, the patient with this pacing system passed away. The patient had an extremely calcified aortic valve and presented with three to five second pauses on telemetry due to sinus node dysfunction. During the implant procedure, the patient developed intermittent complete heart block. It was reported that the pacing system was implanted and functioning appropriately however the patient developed pulseless electrical activity and passed away.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 09/03/2010 and 09/10/2010); however, no additional information was received. The cause of death remains unknown. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Through follow-up with the health-care provider via fax, it was learned that the patient expired due to acidosis and multisystem failure. However, the surgeon has disassociated the device from the event. Therefore, it has been determined that this is no longer a reportable event.